Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event cannot be confirmed. Visual inspection of the returned device identified that the inserter was returned. The knob rotated both ways and the inserter shaft were extended and retracted. No anchor was returned as it was left implanted device history records were reviewed and no discrepancies related to the reported event were found. Medical records were not provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during the surgery, the suture didn't slide after the surgeon implanted the anchor of this complaint product into the burr hole. The anchor was left in the patient's body, but not serving its intended purpose, the sutures were removed. Another anchor was used in a different location to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: foreign : japan product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.